Event description:
It was reported that the user experienced hyperglycemia while using the ilet system, with blood glucose values rising from the mid-200s to a peak of approximately 314 mg/dl after breakfast and then trending down to 300 mg/dl before normalizing to 121 mg/dl; no device malfunction or component issue was identified and the cause of the event was unclear. Symptoms included hyperglycemia without reported associated clinical symptoms. Outcomes included no health consequences or impact. Investigation included communication with the user and caregiver and analysis of information provided by them. Investigation of this case revealed no findings available, with insufficient information regarding a device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.